Event description:
The reporter stated that during a repair to a fracture of the distal radius, the doctor went to put the valt screw in place when the center of the head of the screw fell out. The doctor used another screw, and surgery was not prolonged. The screw is not available for evaluation by integra.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.